Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the 26mm commander delivery system, 26mm sapien 3 ultra resilia valve, and crimper were all prepped per IFU with no issues and handed off to the heart team. There was no resistance during delivery system insertion through the sheath. There was some tortuosity and slight resistance during valve alignment, but this was mild. Tortuosity was noted in the abdominal aorta, and the valve alignment required unlock/lock twice to remove built up tension during fine adjustment. Device was not torqued during the procedure. As the valve/system was advanced, there was the appearance of the valve frame over the pusher, but it cannot be determined if this was an optical illusion. The valve frame was positioned slightly back on the delivery system before valve deployment. The valve/system was advanced across the native anatomy, pusher was pulled back without issue, and the valve/system was ready for deployment. During valve deployment, unusual deployment was noted where the left ventricular outflow tract/distal end of balloon was not inflating as expected. The proximal/pusher end of balloon inflated as expected. The outflow of the valve expanded well; inflow was last to expand and there was some resistance. Primary position stated they had extra forward force as balloon was inflating over the visual concern of valve embolization. The frame did expand on both inflow and outflow but there was unequal inflation of the balloon. The valve was placed at 100/0 as intended to reduce risk of pacemaker implant. Ratio of contrast to saline in the inflation medium was 85ns, 15contrast. There was no fluid loss, withdrawal difficulty, or device damage noted.